Event description:
It was reported by the aci sales professional that a male patient underwent an interventional coronary procedure on (B)(6) 2011. Access into the common femoral artery (cfa) was obtained via a 6f procedural sheath. A pre-procedural femoral angiogram was taken and showed a normal artery with no sign of calcium. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that when the physician retracted the device back against the arteriotomy, a balloon rupture occurred. The physician removed the device as a whole unit. Since access was not lost, the physician prepped and deployed a second mynx device. It was reported that upon device pullback to abut against the arteriotomy, again, a balloon rupture occurred. The physician converted the patient to manual compression where successful hemostasis was achieved. The patient was ambulated and discharged with no report of patient clinical sequela. No further information was provided.

Manufacturer narrative:
The reported balloon loss of pressure was caused by a longitudinal tear that upon visual inspection at high magnification was confirmed as the source of the leak. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1102004) indicated that the mynx device met all established performance criteria prior to shipment.